Event description:
The customer reported that the cartridge leaked insulin, with the leak originating from the o-ring near the pneumatic tap port after filling it off the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer requested a replacement cartridge and was instructed to send a pack of two cartridges to the address on file for further resolution.